Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. Note: the event occurred in (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc freestyle libre reader¿s button did not respond when pressed. It was further reported that on (B)(6) 2018 customer began to experience unspecified symptoms, so paramedics were called. Upon arrival, the doctor with the ambulance administered an injection of glucose to the customer. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre meter was reviewed and the DHR showed the freestyle libre meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc freestyle libre reader¿s button did not respond when pressed. It was further reported that on (B)(6) 2018 customer began to experience unspecified symptoms, so paramedics were called. Upon arrival, the doctor with the ambulance administered an injection of glucose to the customer. No additional treatment was reported. There was no report of death or permanent injury associated with this event.